Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's pressure and respiratory rate were found to be out of specification. The device was recalibrated to address the issue.